Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported by a customer that they have an issues with bd tubing pressure limits on our syringe pumps.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information